Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that chemo patient had 4f sherlock powerpicc solo inserted, hole leaking noticed. PICC removed. Inserted a 2nd PICC, hole noticed with leak, PICC removed. 6/20/2024: it was reported by the customer "line 1: (B)(6) 2024, flushed and that was when we could see the saline coming out through a hole. The hole was between the securacath and the wing. Line 2: (B)(6) 2024, occurred on the ward. 3rd PICC inserted (B)(6) 2024." This report addresses the first PICC leaking and removed.